Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 37 and 48 hours on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the site. The site was irritated and bleeding. Hyperglycemia treated with a new pod.